Manufacturer narrative:
(B)(4). The investigation was completed on 12/01/2014. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.21 (false positive) on a patient. There was no repeat on I-stat. There was no additional patient information available at the time of this report. Return product was returned for investigation. Method collection result time result samplebeckman 09:17 11:47 <0.03 unki-stat 09:32 09:43 0.21 unkbeckman 14:24 15:08 <0.03 unkthe site reports that a heart catheterization was performed on the patient based on the initial I-stat result of 0.21. With no repeat on I-stat, and based on the information available, there is no reason to suspect a malfunction exists. However, the results of the catheterization showed that due to poor visualization wall motion abnormalities cannot be excluded although no abnormalities were found.